Manufacturer narrative:
A ge rep evaluated the system and rebuilt the system files. System operates as intended. (B) (4).

Event description:
Customer reported the system will not fluoro unless rebooted several times. No pt injury was reported.